Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted on (B)(6) 2024. At the routine 45-day follow up on (B)(6) 2024, it was noted that the closure device had shifted and was proximal to the atrium with low compression. There was no evidence of any thrombus present. The patient was sent to surgery to have the closure device removed and the appendage was ligated. There was no further patient complications reported.